Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a combination of cataract vitrectomy procedure, the surgeon selected fax (fluid air exchange) and the machine did not stop the fluid and did not supply air. The surgeon performed fluid to fluid exchange (pfo - silicon oil).

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event opened. The system found to meet all cosmetic and performance standards a non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was later determined be irrelevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).